Event description:
Meter was reading inaccurately high with control solution. The pt obtained a control solution result of 216 mg/dl on the reported meter, which fell outside of the specified control solution range. No meter blood glucose results were provided. The pt's physician prescribed humalin insulin 60 units in the am and 35 units at night with additional insulin to be taken if blood glucose results were greater than 120 mg/dl. The customer care representative walked the reporter through 2 consecutive control solution tests, which fell outside of the specified control solution range. The pt neither alleged harm nor experienced injury or medical intervention due to the product. Based on the failed quality control tests, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter, test strips, and control solution were replaced.